Event description:
It was reported that there was possible insulation erosion, and there was no pace/sense in bipolar mode. The device has been removed from service. No patient complications have been reported as a result of this event..